Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during placement of the vascular stent in a pre-dilated iliac vein lesion via retrograde access through the right femoral vein for treatment of the may-thurner-syndrome, the stent could neither be deployed by using the trigger mechanism nor with the pin and pull method. The delivery system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. The system was returned in inactivated condition with properly attached safety clip. During the performed function test, the deployment mechanism could be activated easily by using both deployment modes independently. The delivery systemsheath was found to be fractured 10 mm distal to the grip. It is unknown, when and where the fracture occurred. The condition of the returned device did not match the complaint description and the reported failure could not be re produced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy. In this case, the tracking path was reported to be straight, the lesion had been pre-dilated and no resistance was felt during advancement the delivery system to the lesion site. During evaluation, no device deficiency could be identified. The reported event represents an off-label use of the device. The use of the device in the venous system may a contributing factor to the reported event. On the basis of the information available and the evaluation of the sample, a definite root cause could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system(introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." In addition, the IFU states that the e-luminexx vascular stent is indicated for use in the iliac and femoral arteries. .

Event description:
It was reported that during placement of the vascular stent in a pre-dilated iliac vein lesion via retrograde access through the right femoral vein for treatment of the may-thurner-syndrome, the stent could neither be deployed by using the trigger mechanism nor with the pin and pull method. The delivery system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.